Event description:
The surgeon inserted an aq2003v silicone three-piece lens but removed the lens during the same surgery due to the capsule not having enough support to hold the iol in place. The incision was enlarged to remove the iol but sutures were not required. The surgery was finished with an anterior chamber lens.